Event description:
It was reported the pt had started physical therapy and since her appointment, the pt feels stimulation even when the scs system is turned off. It was reported the therapy she received consisted of compressing her spine against a wall, and other movements. The pt reported feeling stimulation in both legs; when she coughs she feels stimulation in her left leg. Further interrogation confirmed the pt's programmer was turned off. It was recommended the pt work with her physician for the next course of action. Follow up attempts regarding the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.